Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that there was an issue with the lead conductor. The analyst noted the proximal ring in the trifurcation has corrosion on it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left arm pain and vomiting. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, undersensing, elevated sensing integrity counter (sic), and high rate non-sustained episodes. The lead was reprogrammed and the patient's medications were adjusted. No further patient complications have been reported as a result of this event.